Event description:
It was reported by the affiliate that during a hepatectomy, it was impossible to reopen the clips applier. It was necessary to cut the tissue to remove the clips applier. The case was completed with a like device with no pt consequence.